Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the both pitch cables were broken at the distal clevis hub. One cable segment that contains the crimp was missing in the clevis. The clevis did not exhibit any damage or wear marks. The housing of the instrument was removed and the cables at the back end showed signs of excessive residue around the clamping pulleys. The pulleys exhibited brown chemical residue. It was concluded that these damages were likely due to improper cleaning. The reprocessing instructions specifically states: cleaning, disinfection, and sterilization general information and warning: - read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Failure analysis investigation also found that the distal end of the main tube had several deep scratch marks exhibiting material removal. The scratches were short in length and not axially aligned with the tube. No other damage was found.

Event description:
It was reported that during a da vinci partial nephrectomy procedure, the double fenestrated grasper instrument would not articulate, and a broken wire was noted. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has been returned for evaluation, however, failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.